Manufacturer narrative:
E1: patient city: (B)(6). Patient country : poland.

Event description:
Reference number (B)(4). Event occurred in poland. On (B)(6)2024, patient reported that details missing from the packaging of infusion set and not sealed properly. No further information available.